Manufacturer narrative:
Corrected data: in the initial report is was reported that the manufacturing date for the system was 09/30/2007 however, the manufacturing site has provided the date as 2008 (only the year was provided). Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced blurry vision on right eye (od) and halos on both eyes (ou) on an 8 day post-op exam. A brief description from the surgery center indicated the patient's complaint was of blurred vision on the right eye (od) and of halos in the day and night. The patient commented on the inability to sit in front of a computer for extended periods of time. Topical steroid dosage was increased to treat the symptoms. Bcva from (B)(6) 2017: right eye pre-op 20/20 -.25 x .-50 x 100, left eye pre-op 20/20 -.50 x -.50 x 60. Bcva from (B)(6) 2017: right eye post-op 20/20 .25 x -.25 x 160, left eye post-op 20/20 .00 x .00 x 90.